Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Olympus company representative (rep.) Reported the wireless foot pedal could not be paired up. According to the report, the new laser and footswitch were not paired when it arrived. The rep. Stated they were going through the pairing process with the footswitch and it came up multiple times. They also tried other footswitches and the customer could not get anything to connect. The reported issue occurred during installation. There is no patient involvement associated on this event. No harm was reported. No user injury reported. This event includes two (2) reports to capture the reported issue for laser system and footswitch: report with patient identifier (B)(6) (laser system tfl-pls, (B)(4)). Report with patient identifier (B)(6) (wireless footswitch- tfl-afswl, unknown serial number). This report is for patient identifier (B)(6) (wireless footswitch- tfl-afswl, unknown serial number).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. The serial number has been requested, but is unknown. If the serial number becomes available, an additional supplemental report will be submitted. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the definitive root cause of the footswitch unable to pair with a console can be attributed to expired batteries. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "the wireless footswitch is powered by two aa batteries. When batteries are low, a popup warning message will appear during startup. A low battery indicator icon will also be displayed in the top right corner of the screen." Olympus will continue to monitor field performance for this device.